Event description:
Arjo became aware of the citadel plus bed frame malfunction. The patient sat on the side rail panel and detached it. Screws responsible for holding the side rail panel were ripped off. There was no fall. No injury was reported.

Manufacturer narrative:
The review of post-market surveillance data and the investigation at the manufacturer site revealed that the main factor that could lead to the side rail damage might be an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged (the screws holding the side rail panel were ripped off) and circumstances in which the event occurred (the side rail was loaded by the patient who sat on it). The instructions for use for citadel plus bed frame (IFU document number: 831.374_en rev. E) state that "the caregiver should always aid the patient in exiting the bed." The bed has multiple functions to help optimal care and safety for both patient and caregiver. For example, it is possible to adjust the bed height. The procedure how to transfer the patient from the bed is also described in the IFU. There is recommended to: ¿1. Level patient surface. 2. Adjust height of patient surface to same level as surface to which patient is being transferred. (¿) 4. Lower side rails. 5. Transfer patient, following all applicable safety rules and institution protocols." The IFU include also preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints concerning side rail detachment, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. The device was in use by the patient when the issue occurred. The complaint was decided to be reportable due to the side rail detachment. No injury was claimed. UDI: (B)(4). The device is distributed outside the us and no gudid information exists.